Event description:
It was reported that the implantable neurostimulator (ins) was explanted shortly after implant due to infection. A new system was implanted (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, lot# v659601033, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product typ lead product ID 3778-60, lot# v659601032, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product typ lead. (B)(4).